Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) level. The customer reported bg level of 300-400mg/dl. Reportedly, the customer believed that the bgs were caused by air bubbles and gaps in the tubing. The customer delivered correction bolus with the pump and occasional manual injections to address blood glucose level. The customer also reported experiencing multiple low blood glucose occurrences. The customer reported a blood glucose level of 30 mg/dl. The customer believed that low bgs were caused by delivering too much insulin due to bringing down the high bgs. The customer treated the low blood glucose by consuming orange juice. The customer indicated returning back to an alternative pump for insulin therapy and that the their blood glucose levels were within range at the time of the call.